Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck and surgical removal was required. Following treatment of the left superficial femoral artery (sfa), the oad and guide wire became caught in a stent and were unable to be removed from the patient. Surgery was performed to remove the devices and the patient was stable following the procedure.